Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, crack in tubing, stopped cycling.

Event description:
Additional information indicated the tubing was cut to facilitate explant.

Manufacturer narrative:
A titan touch pump, two cylinders, a reservoir and detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed a separation near the detachment site of the detached inlet tube. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Pulled monofilaments were noted at the rough and irregular detachment site of the inlet tube. Partial separations within abrasion were noted in the inlet tube of the pump and in the exhaust tube of cylinder 1. Testing revealed these not to be sites of leakage. Surface abrasion was noted on both exhaust tubes of the pump, on the strain relief of the longer exhaust tube and the strain relief of the inlet tube of the pump. The bladder of the reservoir appeared melted. Testing revealed this not to be a site of leakage. No functional abnormalities were noted with the reservoir, the pump or cylinder 1. No visual or functional abnormalities were noted with cylinder 2. Based on quality's examination, quality concluded that while in vivo, the pump inlet tube and the exhaust tube of cylinder 1 positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded, based on the rough and irregular surfaces associated with separation of the detached inlet tube, that sufficient stress(s) may have been exerted to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, quality concluded that the melting of the reservoir bladder most likely occurred during sterilization of the device prior to return. This is not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4566595.